Manufacturer narrative:
Additional information: section h imdrf annex g and manufacturer narrative. Upon investigating the actual device involved in this incident, it was determined that the there was no issue with the device. A technical support specialist (tss) dialed into the server, verified that the order was crossing. The tss attempted to contact the customer but received no answer. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order ID that had been verified by the pharmacy was still not crossing over to pyxis and continued to show as pending for the registered nurse to remove. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in this incident, it was determined that the orders were not crossing. A technical support specialist dialed into the server, verified that the order was crossing, attempted to contact the customer but received no answer, and then sent an email update. The system functioned as intended after the technical support specialist completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order ID that had been verified by the pharmacy was still not crossing over to pyxis and continued to show as pending for the registered nurse to remove. However, there were no delay or adverse events or injuries reported based on this event.